Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer logfile, and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer exhibited a failure to respond through touch screen, at times this programmer occasionally would proceed to the next screen and frozen up. This was restarted multiple times, however, still reoccurred. This programmer was out recommended for a replacement and out of service. No patient involvement.